Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿exchange reamed nailing compared to augmentation compression plating leaving the inserted nail in situ in the treatment of aseptic tibial non-union: a two centre study¿ which was published on 15 may 2013 and is associated with the t2 tibia nail. Within that report, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses hypertrophic aseptic non-union after un-reamed nailing. 3 out of 6 cases.